Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Visual inspection confirmed there was a black dust throughout the sealed device tray due to battery expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that in the receiving area it was discovered that the device had black residue inside of the packaging, as the packaging is transparent. It was still in the receiving area. At product evaluation investigation visual inspection confirmed there was a black dust throughout the sealed device tray due to battery expulsion. No adverse events were reported as a result of this malfunction.